Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to torsional overload.

Event description:
It was reported patient underwent total reverse shoulder arthroplasty on (B)(6) 2010. A subsequent revision procedure was performed (B)(6) 2012 due to the humeral tray taper adaptor fracturing. The humeral tray and bearing were removed and replaced.